Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the instrument's tube extension was broken and missing a .168 x .299 piece at the proximal clevis interface. The clevis was dislodged from the tube extension. Tube extension fractured next to one of the keys that mates with the proximal clevis. Failure analysis concluded that damage was likely due to mishandling. An additional observation not reported by site was that the instrument's tube extension had pad printing removed. The affected area measured roughly .580 x .254. Failure analysis concluded that damage was likely due to mishandling. Additional observation not reported by site was that the instrument's main tube exhibited a small fissure in the axial direction, located directly below the tube reinforcement ring. Location of fissure. No other damage was found.

Event description:
It was reported that during a da vinci myomectomy procedure, the customer noted that the monopolar curved scissors instrument was not working properly. The instrument was replaced and upon inspection of the first instrument, there was a piece broken on the plastic part of the tip. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported. The surgery was completed.